Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the accuracy test results, no corrective actions will be taken. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths cadd solis hpca pump accuracy was constantly off by 4 ml. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.